Manufacturer narrative:
The suspect faulty gas delivery engine (gde) assembly was returned to the carefusion failure analysis lab. The gde was inspected externally and no anomalies were noted. The reported problem of water in the gde was confirmed through visual inspection of the gde internal components.

Manufacturer narrative:
(B)(4) any additional information received from the customer will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that the avea ventilator had water ingress in to the gas delivery engine and has now contaminated it. No reports of patient involvement associated with the event were received by carefusion.